Event description:
It was reported that a clinical study control patient underwent an acdf procedure at levels c4-c5 and c5-c6. The following post-operative event was reported: ae onset date: (B)(6) 2007 patient called in with generalized pain and requested physical therapy and a refill of ultram. A prescription for physical therapy, strengthening exercises, and ultram were given. Patient's clinic visit on ((B)(6) 2007) reveals numbness and pain of right forearm. Negative hoffman's test. Strength is 5/5. Will re-evaluate at 3 month visit. Additional treatment: medications include refill of ultram and a new prescription for lyrica. Post-op visit dated (B)(6) 2007 additional treatment: CT myelogram ordered also. Will re-evaluate right forearm pain and numbness at 6 month visit. Emg was ordered. Post-op visit dated (B)(6) 2007 additional treatment: on (B)(6) 2007 CT myelogram was completed, there was no stenosis noted. On (B)(6) 2007 emg was completed and was read as normal. Description: right arm was feeling much better, though residual achiness in the upper arm <(>&<)> forearm extending into 2nd and 3rd fingers. Post-op visit dated (B)(6) 2008 ae outcome: resolved description: per the physical evaluation by investigator, all of the patient's preoperative pain, numbness, tingling and weakness in his arms was gone.

Manufacturer narrative:
(B)(4). Unk products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
Description: patient called in with generalized pain and requested physical therapy and a refill of ultram. A prescription for physical therapy, strengthening exercises, and ultram were given. Patient's clinic visit reveals numbness and pain of right forearm. Negative hoffman's test. Strength is 5/5.